Manufacturer narrative:
The mammotome revolve dual vacuum assisted biopsy system is intended to obtain tissue samples from the breast or axillary nodes for diagnostic analysis of breast abnormalities. According to the reporter, the event occurred before breast biopsy procedure. Before the piercing, a 505 error occurred and the holster disarmed. The probe needle advanced slowly, and needle was inserted into the patient's breast. The customer requested an investigation into this event. Procedure was completed with device. The customer reported no patient complications. To date, return of the device has been requested to further evaluate any other potential root causes. Devicor is the design owner of this device and responsible for investigation. Plexus is the legal manufacturer for this device.

Event description:
According to the reporter, the event occurred before breast biopsy procedure. Before the piercing, a 505 error occurred and the holster disarmed. The probe needle advanced slowly, and needle was inserted into the patient's breast. The customer requested an investigation into this event. Procedure was completed with device. The customer reported no patient complications.

Manufacturer narrative:
Initial report was submitted 27-dec-2023. Follow up #1 with device evaluation report was submitted 11-jan-2024. The purpose of this follow up report (follow up #2) is to correct/clarify follow up #1 with device evaluation report previously submitted. The information in follow up #1 with device evaluation report was correct but should have only had the following cells completed: b4 "date of this report", d2 "unique identifier #", g6 "type of report", g8 "manufacturer report number", h3 "device evaluated by manufacturer?", h6 "adverse event problem": type of investigation, investigation findings and investigation conclusions codes. Follow up #1 with device evaluation report had cell h2 "if follow up, what type?" Blank. H2 should have had device evaluation checked off. In addition, h10 additional manufacturer narrative did not include that the product code msth1 does not have an expiration date assigned to it, therefore, d4 "expiration date" was left blank.

Manufacturer narrative:
The initial report was submitted on 27-dec-2023. The purpose of this follow up report (#3) is to correct the initial report h5 'labeled for single use?' Which was answered "yes" but should be "no".

Manufacturer narrative:
The mammotome revolve dual vacuum assisted biopsy system is intended to obtain tissue samples from the breast or axillary nodes for diagnostic analysis of breast abnormalities. The customer reports before the procedure began, a probe was installed on the msth1 holster and subsequently it was armed, retracting the probe's needle with a spring-loaded mechanism for rapid advancement into the desired tissue to be acquired. After arming the holster, an interruption of power to the holster occurred indicated by pop-up notification on the screen (505 error, 5v isolated voltage rail is out of tolerance). After power had been restored to the holster, the needle was "disarmed" slowly advancing the needle through motorized gear drive mechanism. The needle advanced into the patient's breast before the medical staff was prepared for this to occur. An investigation has revealed that the process of initializing the probe can move the probe's magnet out of detection proximity from the holster's integrated circuit chip (ic) purposed as sensor for detecting a probe's connection to the holster. If the holster experiences an event, such as a loss of power, upon reboot, and holster does not detect a probe because the magnet is beyond the holster sensor's field of sensitivity. If the holster does not detect a probe and is in an "armed state" prior to the loss of power, the mscm1 control module will automatically advance the needle or "disarm" to render it in a state that a new probe can be installed. This disarming process advances the needle slowly via the motor driven system as opposed to the rapid advancement, or firing, using the spring-loaded mechanism. Although there was no serious injury as a result of this event, we are submitting this report due to the potential of harm to a patient.

Event description:
According to the reporter, the event occurred before breast biopsy procedure. Before the piercing, a 505 error occurred and the holster disarmed. The probe needle advanced slowly, and needle was inserted into the patient's breast. The customer requested an investigation into this event. Procedure was completed with device. The customer reported no patient complications.